Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a faulty lcd display. The repair of the device was declined by the customer. The device was returned labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.